Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported by a consumer that when attempting to draw-up insulin using a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 30gx1/2", the insulin leaked and poured out of the side of the syringe onto their hands. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 12.7mm, 30g syringe in an open poly bag from lot # 6165968. Customer states that there is a hole between the first 15 units of the syringe. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-15 unit markings. Sample will be forwarded to manufacturing ((B)(4)) on 06oct2017 for further investigation. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly. Based on the above, no CAPA is required at this time. DHR defect: barrel broken/damaged, cat. #: 328466. Batch#: 6165968, product description: syringe 0.5ml 30ga 1/2in uf 10bag 500cs. Device history record review ¿ a review of the device history record was completed for batch# 6165968. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there were five (5) batches of material# 700007541 (syringe 0.5ml asm 30g1/2in tw (B)(4)) that went into the finished batch# 6165968. Batches#: r6118809, 6200918, 6194944, 6173997, and 6167805. Printed barrels ¿ there were eleven (11) batches of material# 700003990 (barrel 0.5ml printed (B)(4)) that went into the finished batch# 6165968. Batches # 6202525, 6200925, 6180791, 6174877, 6174653, 6167820, 6160814, 6160812, 6160811, 6153738, and 6118789. No notifications were noted that were related. Additionally, during manufacturing of finished batch# 6165968 and subsequent review of production documentation, nine (9) notifications [(B)(4)] were initiated for unrelated incidents.

Manufacturer narrative:
Investigation summary: on 10oct2017, (B)(4) received one (1) 0.5ml, 12.7mm, 30g syringe in an open polybag from batch# 6165968. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by (B)(4), it was noted that the sample received exhibited a partially broken barrel, as it was missing approximately 50% of the barrel, spanning between the barrel tip down until the 15u (15 units) marking. All numbers associated with the scale markings between these points are missing from the barrel. Additionally, it appears as though the damage which created the broken barrel, was of sufficient force to cause the barrel to additionally bow after having the portion broken off. Probable root cause appears to point towards a jaw jam on the form fill & seal during packaging of the syringes. No discernable damage to the polybag was able to be noted, although, the polybag was split in an abnormal pattern rather than by the perforations.